Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging her onetouch verio iq test strips (lot 3618660) are "defective." The customer care advocate (cca) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation during the initial call. The alleged issue began on (B)(6) 2014. It is not specified how the patient manages her diabetes or if changes were made to her usual management routine. Prior to the reported issue, the patient claimed she felt "quite severe blood sugar low." Specific symptoms were not provided. Treatment was not specified. The patient confirmed obtaining a blood glucose result after multiple attempts. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. Treatment was not specified. There was no indication that the patient¿s symptoms deteriorated. However, this complaint is being reported because the alleged strip issue remained unresolved.